Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a device check performed. The patient is close to end of life and the physician thought that restoring atrioventricular synchronization may help. During the device check, this cardiac resynchronization therapy defibrillator (crt-d) was found to be exhibiting out of range impedance measurements on the right atrial (ra) lead. At first, the values were less than 200 ohms, but when a second test was run, the values were greater than 2000 ohms. The ra lead was previously abandoned electrically, but the cause of the out of range impedances couldn't be determined. The lead will not be programmed back on due to the varying impedance measurements. At this time, no changes have been made and there have been no adverse patient effects reported.